Event description:
A tandem mobi cartridge alarm was reported, with the alarm identified as cartridge alarm 34. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. However, the customer could not reload the original cartridge and was advised to call back if the issue persisted, with no further assistance requested at that time.